Manufacturer narrative:
Based on the results of the investigation, the scope connector and the control body had liquid immersion, which caused image blackout. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes such as some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during maintenance, the bronchovideoscope exhibited error code e315. There was no patient involvement.